Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.